Event description:
The pt reported that she was hospitalized at 8:20 am with blood glucose of 579 mg/dl. She reported that the pod had detached from the adhesive and pulled out of her skin. She also reported that she though she was having a heart attack as she had severe chest pains due to the hyperglycemia. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the reported device condition. No qualification record review was performed because no product lot number was reported. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."